Event description:
This is filed to report difficulty retracting the clip into the clip introducer resulting in a tear. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One clip delivery system (cds) (20111r231) was advanced into the anatomy and positioned on the mitral valve. Grasping attempts were unsuccessful and the clip was removed from the body. A second cds (10721r120) was being prepped on the back table. During preparation of this cds, the clip introducer became caught under the clip arms while loading the clip. As a result the blue tip of the introducer was torn. The device did not come in contact with the patient and a new cds was selected for use. The procedure was complete with one clip implanted reducing the mr to a grade of 1+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported retraction problem was associated with the clip introducer blue tip getting caught under the clip arms, which is due to user technique of sliding the clip introducer over the clip. The reported material torn is related to the retraction problem (attempt to retract against resistance). There is no indication of a product quality issue with respect to manufacturing, design or labeling.